Manufacturer narrative:
Pending evaluation.

Event description:
As reported, while reaming the glenoid of a patient, the butterfly reamers were spinning on the face. The surgeon was adamant that the reamers are too blunt for hard bone and that they should be replaced.

Manufacturer narrative:
Section h10: (h3) engineering evaluation noted that the reported event of the dull reamers were likely the result of repeated use and sterilization cycles, which may have led to the blades becoming too blunt. However, this event was also reported in error. Dull reamers do not have the potential to lead to a serious injury.